Manufacturer narrative:
(B)(4). D10: medical product: series a pat w/wr std 28 1 peg: catalog#184702, lot#65783328; biomet cc cruciate tray 67mm: catalog#141232, lot#j7510816; vgd ve as tib brg 67x10mm: catalog#ve189040, lot#65268828. H6: proposed component code: mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Following the procedure, the patient continued having pain and neuropathy in the leg with limited range of motion. Diagnostics revealed damage to the peroneal nerve resulting in foot drop and difficulty ambulating. Physical exam revealed a palpable baker¿s cyst, and x-rays showed excessive tibial slope. Subsequently, approximately four (4) months post-implantation, a manipulation under anesthesia was performed due to ankylosis and arthrofibrosis. All available information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h4; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Office visit post initial surgery provided states that patient was experiencing right knee pain (achy/burning with numbness, tingling), swelling, difficulty ambulating and the knee was never fully extended. A baker's cyst was identified post-surgery. The patient tried to stand up on the beach but felt severe pain with loud noise from the knee. Subsequently the patient feels pain with prolonged walking, experienced significant swelling post-surgery, which extended into her abdomen and hip. Patient also developed a right foot drop, attributed to nerve damage, and also had right peroneal neuropathy which is located at the level of the knee with deep injury to the deep peroneal nerve. Patient also reports a lack of motion in the foot, which prevents standing up. X-rays show knee with excessive tibial slope. Patient underwent manipulation under anesthesia due to foot drop from peroneal nerve palsy and arthrofibrosis. Reported event was confirmed by review of provided medical records. Regarding the pain, limited range of motion, swelling, nerve damage, and noise, a definitive root cause cannot be determined. Regarding the baker's cyst, investigation results concluded that the root cause of the reported event is unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.